Event description:
The user facility reported that during a therapeutic ureteroscopy, two ureteroscopes malfunctioned. The users stated that they had used an initial ureteroscope to successfully place a stent inside the pt's kidney, but the physician felt the distal portion of the device was not flexible enough to proceed to perform a lithotripsy. The physician removed the initial device from the pt and utilized the subject ureteroscope, to perform the lithotripsy. However, as the subject device reached the target area, the image became cloudy and obstructed. The procedure was delayed for approx 75 minutes before being aborted and rescheduled. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report will not be returned to olympus for investigation. The user facility has elected to send the device to a third party service provider for repair. The cause of the user's experience cannot be conclusively determined. However, non-olympus parts and/or repairs cannot be ruled out as contributing factors to the user's experience. This report is being submitted as a medical device report in an abundance of caution. The urf-p3 instructional manual states: "olympus is not liable for any injury or damage which occurs as a result of repairs attempted by non-olympus personnel."